Event description:
It was reported that a malfunction alarms occurred. The pump was reset and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 111-360 mg/dl.